Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Device information and implant date are unknown at this time. The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced issues with charging the ipg. Surgical intervention was undertaken during which the patients ipg was explanted and replaced with a non-rechargable ipg. Surgical intervention resolved the issue.

Event description:
It was reported during follow up the patient gained weight and had difficulty lifting the charging system. The patient did not lose stimulation prior to the ipg replacement on (B)(6) 2019.